Event description:
New information received indicates that additional post paced t wave oversensing occurred. Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made. The patient was in stable condition.